Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the replacement device for the left side is mentor memoryshape breast implant 235cc. On (B)(6) 2021, it was reported to mentor that the patient experienced cutaneous contour deformity on the right breast implant. The right breast implant was not removed, scar revision was performed by the healthcare professional. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor memoryshape breast implant 235cc and suffered from a capsular contracture baker grade iii on the left side and baker grade ii on the right side. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right breast implant.